Event description:
Superficial skin burn two inches in length on pt's leg due to hot saline run-off. Physician believes lack of proper suction is caused of the burn.

Manufacturer narrative:
Device has not been returned to MFR for investigation. In the initial report from surgeon stated that pt burn was attributed to lack of proper suction while utilizing the aquamantys 6.0 device. IFU states, "protect delicate structures from hot saline run-off by utilization of suction or other protective measures." (70-10-1219 rev. H).